Event description:
Patient has a history of total knee arthroplasty from 2002. Approximately 6 months ago, patient sustained a proximal periprosthetic fracture which required a open reduction internal fixation. Recently, the patient experienced increasing pain in lower extremity and was found to have broken hardware and non union of femur fracture. All hardware was removed and an external fixator was applied. Patient did have intra-op cultures positive for pan-sensitive enterococcus. Currently patient is non weight bearing, undergoing physical therapy, receiving antibiotics and was discharged to (B)(6).